Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 250 mg/dl. The customer delivered a bolus via the pump. During a system check with tandem technical support, no issues were identified with the pump or supplies. The customer stated that the site would be changed and insulin delivery resumed.